Event description:
A report was received from a boston scientific sales representative in 2007 stating "they had a perforation during the ablation procedure. The doctor used perivac to take care of the effusion and the procedure was stopped."

Manufacturer narrative:
On november 06, 2007 a boston scientific sales rep. Followed up with the following information; "the md was ablating in the atrium of the heart. The case was moving along nicely until the physician noticed an effusion and used a pericardiocentesis kit to remove the blood. The pt is fine and has long ago been discharged from the hospital." The directions for use indicates that the chilli device is used to treat "mappable ventricular tachycardias". However, this catheter was being used in the atrium. A review of the device history record found no issues related to this event. A review of similar complaints for this product family over the past 2 years reveal that this is the third incident of this kind.